Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs in 2009, alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The patient mentioned that over the past weekend she had suffered a hypoglycemic events and claims that her ultra 2 meter is allegedly displaying false high readings. The test strips were in good condition and not expired. The technique of applying the blood on the test strip was correct. A quality control test was done and the test strips passed using the control solution; however, the patient thinks that the control solution had been expired. Four days prior, the patient tested her blood glucose in the morning at 9:05 am and obtained a 11.3 mmol/l (203 mg/dl). She then took 8 units of novorapid insulin (7 units for the food, plus 1 extra unit). She did not exhibit any symptoms when testing. At 2:42 pm (prior to eating lunch), she tested her blood glucose and obtained a 13.6 mmol/l (244 mg/dl). She then took 11 units of novorapid insulin (9 units for the food and 2 extra units). At an unspecified time earlier in the evening, the patient felt tired and went to lie down. Her husband mentioned she had a slight "temper" at the time. At an unspecified time later, the patient's husband found her unconscious and contacted the paramedics. Paramedics arrived around 7:39 pm and treated the patient with glucagone and lucozade (sports energy drink). Patient was then tested by the paramedics using their meter at 8:16 pm and obtained a 7.2 mmol/l (129 mg/dl). Patient then tested on her lfs meter within a couple of minutes later and obtained a 10.2 mmol/l (183mg/dl). The patient was not taken to the hospital. Patient purchased a meter of a different brand and is currently using the new meter. So, she declined a replacement meter. Lfs requested patient return the subject meter back to lfs. The complaint is being reported since the patient allegedly took an increase of insulin based on the meter result and suffered a hypoglycemic event and needed to be treated by medical professionals.